Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 and on admission, the lactate dehydrogenase level was at 1362 and plasma free hemoglobin was 26.5. It appears not to be impeding pump flow at this point and patient is not showing any signs of heart failure. The patient is stable and being treated with heparin gtt and increased goal range.

Manufacturer narrative:
Approximate age of device: 1 year, 2 months. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going on vad support. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported by the vad coordinator on (B)(6) 2015 that the patient has had no further issues after being treated with heparin drip.